Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different from the expected. There was no adverse impact to the customer¿s blood glucose level. The customer chose to reload the cartridge to resume insulin delivery but declined further information or assistance regarding this issue and other reported concerns.